Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose ranged from 385 mg/dl to displaying "high" on the continuous glucose monitor. Elevated blood glucose was addressed with a bolus via the pump and manual insulin injection. Customer went to the emergency room (ER) on (B)(6) 2021 for elevated blood glucose. Customer was treated intravenously with fluids of saline and insulin, and was released form the ER the same day with the issue resolved and no permanent damage. System check was performed and the pump is functioning as intended.